Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken grip tip to be related to the reported complaint. The instrument was found to have a broken grip at the grip base. A piece measuring approximately 0.166" x 0.542" was broken off and not returned with the instrument. The common cause of the broken grip tip is typically attributed to the mishandling/misuse, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. Additionally, the instrument passed the electrical continuity test. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis investigations confirmed a missing grip tip from the fenestrated bipolar forceps instrument. The missing piece could fall inside the patient during the surgical procedure. Based on the information provided, there was no report from the customer that a fragment from the instrument fell inside the patient during the procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument suddenly would not work, and there was a message requesting to replace the instrument. The customer replaced the fenestrated bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument had no energy output. The surgeon was grasping tissue at the time of the event. There were no photographic images of the device or a video recording of the procedure.